Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier (bio ID) had error message ""biod device requires maintenance. Device access using password requires witness" for all medication removals. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that bio ID required witness. A field service engineer (fse) reseated connections on bio ID and reloaded firmware to resolve the issue. The system functioned as intended after the field service engineer repaired the device.